Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a mildly tortuous and mildly calcified coronary artery. A 10/3.00 flextome cutting balloon was used for treatment. During the procedure, the balloon was noted to have ruptured upon first inflation at 6 atm. The balloon catheter was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for an analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit, subjected to positive pressure and a pinhole leak was identified 3.5mm distal to the distal edge of the proximal markerband. The blades and tip section of the device were visually and microscopically examined and no issues. Significant amounts of blood could be seen in the balloon which is indicative of a leak. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a mildly tortuous and mildly calcified coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was used for treatment. During the procedure, the balloon was noted to have ruptured upon first inflation at 6 atm. The balloon catheter was completely removed from the patient¿s body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.